Event description:
Lack of stability during placement.

Event description:
Lack of stability during placement. The material number and batch number has been updated, which is reflected in this follow up report.